Event description:
Sunstar gum toothbrush (tech deep clean 525 comp soft) handle failed at joint where hard plastic is joined to elastomer textured section, pic is attached. This has also happened three previous times on three of the same model toothbrush. FDA safety report ID# (B)(4).